Manufacturer narrative:
An outside of the united states (ous) customer contacted a siemens customer care center (ccc) and reported that an erroneously elevated concentrate carbon dioxide (co2_c) result was obtained on a patient sample on the atellica ci 1900 analyzer. The customer noticed that the dilution washer probe 2 was not seated correctly, while cleaning the dilution washer probes, removed thumb screw and found that it was threaded. The customer also noticed droplets were formed at the base of this probe. A siemens customer service engineer (cse) was dispatched to the customer¿s site. During the visit, the cse reviewed the system and found that not all maintenance was performed correctly, found excessive buildup on dilution washer probes, inspected the overall cleanliness of the system and washer probes and replaced the aspirate valve on the reaction washer probe 2 for droplet forming. Then, the cse reviewed tubing routing, performed liquid waste drain tests, system auto check and maintenance module, which passed. The customer ran quality control (qc) and replicates on affected assay. The cause of the event is unknown. The instrument is performing according to specifications. No further evaluation of this device is required.

Event description:
The customer reported that an erroneously elevated concentrate carbon dioxide (co2_c) result was obtained on a patient sample on the atellica ci 1900 analyzer. The initial result was reported to the physician(s). The sample was repeated on an alternate atellica ci 1900 analyzer. The repeat result matched the patient's clinical history and was reported as the correct result to the physician(s). There are no known reports of adverse health consequences due to this event.